Manufacturer narrative:
Upon re-assessment of the event, this device is not reportable as radiographs didn't allege anything against the head.

Event description:
Upon re-assessment of the event, this device is not reportable as radiographs didn't allege anything against the head.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, pn unknown, ln unknown; unknown stem, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001825034 -2019 -02020. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date for an unknown reason. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.